Event description:
Discordant, falsely elevated calcium results were obtained on four patient samples on an advia 1800 instrument. For pid 1, the discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted lower. Two additional patient samples resulted lower than the initial results upon repeat testing on the same instrument, and one patient sample resulted higher. For the sample that resulted higher, both the initial and rerun result were not considered correct by the customer. It is unknown if the discordant results were reported for any patient except pid1, or if any rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that all of the system fluids had been replaced and quality controls were then run, all of which were within range. The cause of the discordant, falsely elevated calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.